Event description:
Ventilator went in to failure. Vent was in ICU which uses vent-patient monitor interface to capture ventilator data for centricity. Ventilator generated significant communication error codes which appears to have stacked and caused the vent to do a hard reset.====================== manufacturer response for ventilator, ventilator======================vent powered up normally. Noted under system information log significant communication error codes generated (see below). Rt staff interface the 840 vent with the patient monitor for centricity data collection.error codes:system diagnotic logut0003 - address error failurelb0058 - loss of gui communicationzp0087 - unexpected reset umpire testlb0060 - resume gui communicationsystem information logzc2002 - dci command error significant number of thesezc2001 - dci input buffer overflow errorzc2000 - dci parity errorlc0070 - maximum msg delay exceededawaiting word back from covidien cse on the ut0003 error code. Usual procedure is to run est and if all tests pass to run vent x 48 hours and if above error codes unrepeated then vent ok to place back into service.hours: bdu/38391 comp/1288